Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(6). (B)(6) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(6) confirmed following defects. There was leak from the switch 3 on the control section. The insertion tube was kinked under the boot. The distal end was damaged. (B)(6) suggested replacement the switch box, the insertion tube including all channels and the distal end to the customer.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the air/water channel of the subject device tested positive for koloniezahl (16,000 cfu /endoscope) and the auxiliary water channel of the subject device tested positive for koloniezahl (100,000 cfu /endoscope) and pseudomonas aeruginosa (1,000 cfu /endoscope). The user facility reported that the subject device had been reprocessed using olympus automated endoscope reprocessors (model etd-3 and etd-4 , not available in the USA). There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
Previously olympus medical systems corp. Reported that additional microbiological testing conducted by olympus europa indicated no microorganisms growth for the subject device in the initial MDR. But further review of omsc revealed that the subject scope tested positive for the following some kinds of bacteria. -the biopsy channel of the subject device tested positive for stenotrophomonas maltophilia (6 cfu/ ml). -the auxiliary water channel of the subject device tested positive for pseudomonas aeruginosa (> 20 cfu/ ml). -the air/water channel of the subject device tested positive for pseudomonas aeruginosa (> 20 cfu/ ml).